Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion' which was not reproduced during evaluation when the pump ran on a loaded set. A review of the event history log identified the presence of multiple 'downstream occlusion!' Messages. The cause was determined during a visual inspection to be a chipped downstream tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no patient involvement. No additional information is available.